Event description:
Customer reported that the insulin pump did not deliver insulin. Customer stated that he attempted a bolus three times and it still did not deliver. He reported that there was a no delivery alarm. The blood glucose reading was 494 mg/dl. He treated with a manual injection. Customer was unable to troubleshoot for these issues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.